Event description:
My husband health history was cervical spondylosis/osteophytosis. He was previously healthy and strong. He was prescribed CPAP in 2009 for osa. He had pneumonia in 2013 with hemoptysis and was found to have atrial fibrillation at that time. The next year he was diagnosed with copd. In 2018 he was dx with ild. He continuously got worse with multiple hospitalizations. He was told to stop using his CPAP february this year. He was then to have a lung transplant but died beforehand. I have years of documentation. FDA safety report ID# (B)(4).

Event description:
Hold for sh 12.13my husband health history was cervical spondylosis/osteophytosis. He was previously healthy and strong. He was prescribed CPAP in 2009 for osa. He had pneumonia in 2013 with hemoptysis and was found to have atrial fibrillation at that time. The next year he was diagnosed with copd. In 2018 he was dx with ild. He continuously got worse with multiple hospitalizations. He was told to stop using his CPAP february this year. He was then to have a lung transplant but died beforehand. I have years of documentation. FDA safety report ID# (B)(4).